Event description:
Patient developed an incisional infection two weeks after an inguinal hernia surgery and was placed on levaquin. Seven weeks post-surgery patient was seen in the emergency room because of abscess. No cultures taken.

Manufacturer narrative:
Investigation: the lot history and sterilization records were reviewed. All records were found to be complete and showed that the product was manufactured to specifications. Weld testing was required for this product and was performed for this product lot. All test samples passed the criteria. The manufacturing records, inspection records, and sterilization records did not indicate any problems during manufacture. Based on the lot history review, there are no indications that the product was responsible for the incident reported. Clinical evaluation: microorganisms can infect a surgical wound through various forms of contact, such as from the touch of a contaminated caregiver or surgical instrument, through microorganisms in the air, or through microorganisms that are already on or in your body and then spread into the wound. Other risks for infection include a compromised patient, elderly and/or overweight patients, weakened immune systems and diabetes. The instructions for use states in adverse reactions, "complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material, possible adhesions when placed in direct contact with the viscera (intestines) and organs.

Manufacturer narrative:
(B)(4). A follow up report will submitted upon completion of the investigation into this event.